Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that replace battery alarms appeared in the history without a low battery alarm preceding them, and there were no alarms of higher priority observed that would have masked a low battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/10/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the reported event, of a battery-life issue, could not be adequately investigated due to a recurring eaw 128-fxxx replace battery alarm, caused by internal moisture damage, on each rewind attempt. Multiple eaw 128-fxxx replace battery alarms (where x is any number or letter), which can be related to power issues, were observed in the black box data. The battery compartment was observed to be completely intact. Evidence of moisture damage was observed on the underside of the battery cap. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Current draw values for the idle and sleep functions were found to be within the specifications. The current draw values of the remaining functions could not be obtained due to the recurring alarm. The pump failed a leak test due to a display lens leak. The pump case was removed, and evidence of moisture damage was found on miscellaneous internal electrical-components. Unrelated to the reported event, the audio bolus button cover was found to be torn; however, the button was properly responsive.